Event description:
It was initially reported that during a robotic procedure, a knob piece fell off the device and into the pt. The pt was opened to retrieve the piece. It is presently unk how the procedure was completed. Received the following info in 2009, from the circulating rn: rn wasn't scrubbed in, but said that the anvil fell off; the blue piece. When the device was fired, the piece did not come back with it. They looked for it laparoscopically and then took an x-ray and found it. The port incision was extended. She did not know if it was stuck in the bowel or floating. Removed the piece after locating it on x-ray. Pt stayed at least the night. Pt was stable when she left the or. Rn was going to try and obtain add'l info. Three attempts have been to see if more info was available, but no response was rec'd.

Manufacturer narrative:
Date sent: 08/28/2009. Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties and did not fell out during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.